Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange of textured devices due to patient's concern with product, and rupture. Device has been explanted.

Event description:
Healthcare professional reported left side exchange of textured devices due to patient's concern with product, and rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Anxiety-product/procedure: unable to observe as it is not related to the device. No other observations observed, no further actions are required.